Event description:
It was reported during infusion there is leakage of liquid from insertion point. PICC is removed with confirmation of fissuring at 4cm from exit site. It is noted that the catheter was anchored with securacath. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.